Manufacturer narrative:
Additional information was received in the form of the product serial number. Please see field d4c. At this time, the device has not been returned for evaluation. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the manufacturer¿s investigation. A review of the device history record (DHR), a review of the instructions for use (IFU), as well as a historical trending analysis were conducted during this investigation. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. Based on the results of the investigation, a definitive root cause for the reported failure could not be determined. The subject device was not returned and therefore could not be evaluated. Olympus will continue to monitor the field performance of this device.

Event description:
An oiympus sales representative (rep) reported that the lamp on the olympus video system went out during installation and an error message was displayed. She did note that the spare lamp was still working. There was no patient involvement during this event.

Manufacturer narrative:
The olympus representative called into olympus technical assistance center (tac) personnel to report the event. Tac informed the rep that the unit is rated for 40 hours of continuous use and that intermittent used lamp life may vary. Tac went on to note that the user should only use the unit when both lamps are functioning correctly, per the instructions for use (IFU). The rep then stated that she wanted to use a remote trigger for the printer. Tac informed her that she would need to refer back to the IFU for proper instructions. The device has not been returned. Should additional information be provided prior to the conclusion of the investigation, a supplemental report will be provided.